Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The microcatheter was returned for analysis. The microcatheter was found separated at the distal section into two segments. The microcatheter body was also noted to have stretched and accordion damage at the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The microcatheter was tested with an in-house mandrel. The mandrel was able to pass through the catheter tip and hub with slight resistance and became stuck within the damaged location. Based on the analysis findings and the reported event descriptions; the report of catheter separation was confirmed. The analysis indicates that the microcatheter separated when exceeding the tensile strength of the material. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the reported event. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the microcatheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ MDR related to this event: 2029214-2017-00071, 2029214-2017-00072.

Event description:
Medtronic received report that during treatment of multiple small aneurysms, upon attempted delivery of the flow diverter device via the microcatheter, there was report of tension release as the catheter have broken at the distal section. The entire system (flow diverter device, pushwire and microcatheter) were removed. No patient injury occurred. The patient was ultimately treated with new devices. The anatomy was moderate in tortuosity. Treating vessel was the right internal carotid (access vessel diameter was 6 mm).